Manufacturer narrative:
Analysis of the lead has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found that the lead conductor was broken at the anchor site and the braid wire was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 09-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the hcp replaced the patient's lead today and impedances were normal. The rep said she ran impedances prior to the revision and the 0-7 electrodes were out of range. The reason for the revision was that the patient had a shocking sensation at the battery site when laying down and walking. The rep didn't know the cause of the shocking. No further complications were reported.